Manufacturer narrative:
Device evaluated by MFR., method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the stent had detached from the balloon and was returned for analysis partially inserted through the stent protector. A visual examination of the crimped stent found that the entire stent profile was damaged with struts distorted, misaligned and stretched. The product stent protector was returned for analysis with the device and the inner diameter was within specification. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside of the patient had occurred. During preparation of a 2.25mmx28mm synergy ii everolimus-eluting stent, as the stent protector was removed, the stent came off the balloon within the protector. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside of the patient had occurred. During preparation of a 2.25mmx28mm synergy ii everolimus-eluting stent, as the stent protector was removed, the stent came off the balloon within the protector. The procedure was completed with another of the same device. No patient complications were reported.